Event description:
As of the date of this report, the patient was still having concerns with his device or therapy but was working with his doctor or representative. He had an appointment scheduled for (B)(6) 2015. On (B)(6) 2015, the patient was wondering what the conversion was going from intrathecal to oral meds. He stated that he was not getting relief from the oral meds and his hcp (healthcare professional) was ¿low balling¿ him.

Event description:
The day prior to this report, the patient saw an 8532 (stop pump period may exceed tube set) error code on his ptm (personal therapy manager). On the date of this report, the patient saw an 8428 (pump end of service) error code on the ptm. The patient stated that he had bad hearing, so he never heard the pump alarm. The patient was not sure if he was experiencing any withdrawal as he had been in the hospital for several days; his ¿blood pressure and sugars were out of whack¿. The patient was taking dilaudid orally. The device system was delivering clonidine and infumorph. The patient was planning to call his doctor right away. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported that telemetry confirmed a critical alarm was occurring. The healthcare provider reported eos showed it occurred on (B)(6) 2015. The pump was due to be replaced but due to the patient's other medical issue the hcp did not know when as the patient was new to this hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 8832, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n139999, implanted: (B)(6) 2008, product type: accessory. Product ID: 8840, product type: programmer, physician. (B)(4).